Event description:
During eval of a returned homechoice machine, a possible overfill situation was identified which occurred in 2008, during day drain 1. The pt's ultrafiltration reading was 640mls, indicating the home pt (hp) drained 640mls more than their programmed fill volume of 2000mls. This info gives a total drain volume of 2640mls (2000mls +640mls). The home pt (hp) is doing fine and has been able to continue peritoneal dialysis therapy without any further problems. Follow up with the home pt (hp) revealed, he was unaware that he may have been overfilled at the time of the incident. No pt injury or medical intervention was reported. Despite baxter's attempts, no add'l info could be obtained regarding this event.

Manufacturer narrative:
Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during eval. Based on a review of all available therapy log data, the most probable cause of the overfill was determined to be insufficient drain/user error, caused by the initial drain alarm setpoint being inappropriately programmed too low. The device will be routed to the service area. The device eval results were reviewed with the rn. The hp's initial drain alarm setpoint on the current homechoice cycler has been increased to 1800mls.